Event description:
It was reported that the user performed an incorrect supply change by filling the cartridge with air instead of insulin, leading to no observed drops during priming at 100 units; the user was confirmed disconnected and was guided to replace the cartridge, fill with insulin, and complete a new supply change, which resolved the issue. Symptoms included no clinical symptoms reported. Outcomes included no injury, no hospitalization, and successful restoration of therapy after troubleshooting and education. Investigation included remote troubleshooting and user education. Investigation of this case revealed user error during cartridge preparation and supply change steps, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use error during cartridge fill and priming.